Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem and metallosis. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised. As reported: "the patient reported pain and discomfort in her left hip, x-rays showed a size 1 accolade tmzf stem with a 32+12 v40 femoral head disassociated from the trunnion, she was brought to the operating room for a revision surgery, the femoral head was found to be disassociated from the stem, there was damage to some of the soft tissues and metallosis findings, a femoral revision was performed utilizing another company¿s implant, the acetabular component was stryker and was retained, a liner exchange was performed on the trident acetabular cup, it was a size d alpha code. No further information is available or implants due to facility policy. Rep confirmed there were no allegations against the revised liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
It was reported that the patient's left hip was revised. As reported: "the patient reported pain and discomfort in her left hip, x-rays showed a size 1 accolade tmzf stem with a 32+12 v40 femoral head disassociated from the trunnion, she was brought to the operating room for a revision surgery, the femoral head was found to be disassociated from the stem, there was damage to some of the soft tissues and metallosis findings, a femoral revision was performed utilizing another company¿s implant, the acetabular component was stryker and was retained, a liner exchange was performed on the trident acetabular cup, it was a size d alpha code. No further information is available or implants due to facility policy. Rep confirmed there were no allegations against the revised liner.